Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because there was no device malfunction confirmed at device evaluation, the definitive root cause of the color bar could not be determined. It is possible that the color bar image was generated because of a connection failure at the video connector contacts between the video connector processor's receiver. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 5 pre-use inspection. 5.3 connect the camera head. [Cautions]. ·securely connect the camera head. There is a risk of noise in the image or the connection being dislodged, leading to loss of the image. When the connection is disconnected, a color bar is displayed. Operating manual for ch-s400-xz-eb. Safety precautions. Handling and general precautions. [Cautions]. Do not bend the electrical contacts or optical connections of the video connector. Doing so may make it impossible to connect to the camera control unit or cause a connection failure. Precautions when endoscopic images disappear unexpectedly or freeze cannot be released. [Warnings]. Video connectors should be connected to the camera control unit in a sufficiently dry condition, including electrical contacts and optical connections. Also, make sure that the electrical contacts and optical connections are clean before connecting. Using the device with wet or dirty electrical contacts or optical connections may cause the device to malfunction or malfunction.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the head scope mount was corroded and the main body was worn. It was also noted that the cable was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the 4k camera head had a color bar image. The issue occurred during initial startup for a therapeutic procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.